Event description:
The customer reported the ortho provue analyzer interpreted a pt's sample with a positive antibody screen as negative using a 0.8% selectogen lot # vs170. The customer performed add'l testing in manual gel method and identified anti-m antibody. The customer aborted tested and discontinued the use of the instrument. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer and an ocd lab specialist visited the customer site and reviewed the original gel cards used for testing and the provue reports. The visual inspection of the gel card showed weakly positive (1+) reactions with some of reagent donor cells and not negative as indicated by the customer. The customer agreed with the assesment. The fe checked the instrument and performed adjustments to the gripper.